Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's hip for reasons unknown. During follow-up for another pi (intra-op event), rep provided clarification on july 11, 2019: "the original surgery was a stryker implant and I am not sure why there was a revision needed." No stryker rep was present for the procedure and the surgeon's office did not supply the rep with any patient information.